Manufacturer narrative:
(B)(4). Concomitant medical products: part: 157444, m2a-magnum mod hd sz 44mm, lot: 189150, part: 139256, m2a-magnum 42-50 tpr insrt std, lot: 872110, part: x12-171310, integral/x por red prox 10mm, lot: 087460. Reported event was confirmed by review of medical records noting patient experiencing pain and dark material found within the synovium. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -03068, 0001825034 -2019 -03067.

Event description:
It was reported that a patient underwent initial left total hip arthroplasty and subsequently, almost ten years later, the patient was revised due to a painful left hip. During the revision, dark material was noted within the synovium. Head and neck revised. Attempts have been made and no further information has been provided.